Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received had the base handle closed without the 6-inch transitional installed, deforming the hole. The handle hole was resized due to this deformation. The 6-inch transitional member was replaced as part of preventive maintenance. Unit received with a shipping plug instead of the 6-inch transitional. The shock cushion ¼ inch pin, and adjustment wrench were replaced from being worn. Unit had the button head screw replaced due to being not being received with the unit. Root cause analysis: complaint confirmed via inspection of the unit. The base handle had been closed without having the 6-inch transitional installed, deforming the handle hole. Worn components were replaced as part of preventive maintenance services. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the cam rod and lever on the mayfield ultra base unit (a2101) is not accepting transitional member. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.